Event description:
Complainant alleged that during a routine shift check by a clinician. The device's main control knob was turned to defib mode and the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.